Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation, and the patient experienced bleeding that required angiogram. The procedure was cancelled. After puncture, the vizigo was inserted into the patient's body, and the bleeding did not stop. The physician tried to stop the bleeding by applying pressure; however, it did not stop, and the blood pressure also dropped. When an angiogram was performed, there was no effect. However, hemostasis could not be achieved, and it was deemed impossible to continue with the procedure. When the vizigo sheath was removed, the hemostasis was achieved. The patient fully recovered.

Manufacturer narrative:
Additional information was received on 05-nov-2024. It was reported that the bleeding was between the sheath and the puncture site vessel. There was no malfunction with the sheath. No additional intervention required. The device investigation has been completed which included performing a manufacturing record evaluation (mre). The mre was performed for the finished device number lot 60000401 and no internal actions related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).